Event description:
The customer reported to olympus that when activating the flow button on the hdtv monitor remote cable 8.5m it was intermittent on the endobronchial ultrasound (ebus) tower during the diagnostic procedure. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac) there were no abnormalities found, it was most likely that the reported issue was due to the keyboard. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 (inadvertently left off the initial report), g2 (also selected health professional), correction to d4 model number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a keyboard issue. Olympus will continue to monitor field performance for this device.